Event description:
Pt is involved in post market study: (B)(6); the event being reported is cholecystitis. The pt was hospitalized, treated with antibiotics and discharged 3 days later. For full event description please ref "addition info" section.

Manufacturer narrative:
Incident meets reporting criteria based on the medical intervention carried out (antibiotic administration) due to the occurrence of cholecystitis while on evo device was indwelling. No device malfunction has been reported. On the day of the procedure ((B)(6) 2014) the biliary stricture measured 7 cm and was located in the common bile duct. Prior to stent placement a previously placed plastic stent was removed. Sphincterotomy was pre-existing. A 10 mm x 8cm ((B)(4)) evolution biliary stent, uncovered was placed without difficulty at the intended location. There was no pre or post-stent dilation performed. At the completion of the procedure the distal end of the stent crossed the papilla. No additional procedures was performed. On (B)(6) 2014 (58 days post-procedure), the pt was diagnosed with cholecystitis and was hospitalized and treated with antibiotics. The site indicated that the event was possibly related to the study device and possibly related to the study procedure (when explanation of the event is equally due to product/procedure or other case). The site also noted that pre-existing pancreatic cancer also caused or contributed to the event. The site marked no to the following question "did the device malfunction or deteriorate in characteristics or performance? On (B)(6) 2014 ) 74 days post-procedure) the pt experienced signs and symptoms of bilary obstruction. Endoscopy revealed a 2 cm stricture in the hilar region, proximal (upstream) to the study stent. Following balloon sweeps of the study stent, a non-study plastic biliary stent was placed and immediated drainage of contrast, debris and bile was noted. Following placement of the non-study stent, the pt exited the study. The info provided is currently being investigated" a follow up MDR will be submitted with the investigation conclusions.